Event description:
It was reported that customer experienced repeated cartridge alarm 20 events on pump during multiple cartridge changes, with alarms recurring even after reloading or replacing cartridge and resuming insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer replaced or reloaded cartridge and resumed insulin after each alarm, planned to use multiple daily injections as backup insulin therapy, and tandem technical support arranged shipment of replacement pump under warranty, provided instructions for putting faulty pump into storage mode and returning it within required timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.